Event description:
Rt was called to patients room at 2:00 am by a cna. Patient was turning blue. Rt looked at the vent since it was not alarming. On the screen it read "hardware fault". Patient was bagged until another vent was delivered to the room. Vents were then switched out.